Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the tibia was revised due to loosening from cement to implant interface. Implanted mbt 1.5 tray with 2.5 cr rp insert to match 2.5 femur. No issues with the femur being loose. Doi: unknown. Dor: (B)(6) 2017. Left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.